Manufacturer narrative:
Event date: exact date unknown, event occurred six (6) months ago base on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and having difficulty charging ipg. It was also noted that patient experienced an ipg malfunction. The patient underwent a replacement procedure wherein an MRI capable ipg was implanted and the patient was doing well postoperatively. Explanted device will not b returned per facility policy.